Event description:
It was reported that customer had 3 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfill, while 3 underfilled. The consumer was uncertain if the event resulted from device malfunction or user error. As reported by the customer, received email from customer inquiring if new complaints for draw volume had surfaced since problem was corrected in 10/2018. She is experiencing over/under filling but also not sure if her staff may need training in obtaining this specimen. Have there been any other complaints of na citrate tubes under filling or overfilling since the oct 2018 notice that the issue had been corrected (from the 5/2018 notice)? Our pol continues to see some issues with this phenomenon. I am unsure if we have a device problem or a technique problem. Please advise! Wondering if I need to address technique with more training/re-training or have as many na citrate tubes collected on patients as needed, before withdrawing needle, to obtain ideal fill. Per email rcvd, indicted material number #363083. Provided info that case (B)(4) in smax was updated. What date did over/under filling event occur? (All recent events occurred last week. However, it has happened randomly for some time now.). Do you have unused tubes that can be sent in to be investigated? (Yes). Do you have the number of occurrences over/under filling? (Recently, 3-4.). Do you have any of the lot and catalog numbers for these tubes? (Currently using bd ref# 363083; lot # 8187609.). What is your ¿order of draw¿ process? (.still wanting to confirm with staff). What type of needles are you using? (We use bd 21 and 22 gauge needles. Also use greiner 21, 23 and 25 gauge ¿butterfly¿ sets.). Were these specimens still sent off for testing? If so. (Specimens were rejected as we require full tubes for coagulation tests). Were there any erroneous results? (Specimens rejected). What were you testing for? (Pt/ptt). Do you have any patient identifiers? (N/a). What are the test reference ranges? (N/a). What are the patients reference ranges? (N/a). What were the patients results level? (N/a). What was your course of treatment change, if any? (N/a). Were the tubes under filling, over filling or both? If so (appears to be both.). Please indicate how many events for each specific type. (Recently, 3-4. Randomly prior to last week.).

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that customer had 3 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfill, while 3 underfilled. The consumer was uncertain if the event resulted from device malfunction or user error. As reported by the customer, received email from customer inquiring if new complaints for draw volume had surfaced since problem was corrected in 10/2018. She is experiencing over/under filling but also not sure if her staff may need training in obtaining this specimen. Have there been any other complaints of na citrate tubes under filling or overfilling since the oct 2018 notice that the issue had been corrected (from the 5/2018 notice)? Our pol continues to see some issues with this phenomenon. I am unsure if we have a device problem or a technique problem. Please advise! Wondering if I need to address technique with more training/re-training or have as many na citrate tubes collected on patients as needed, before withdrawing needle, to obtain ideal fill. Per email rcvd, indicted material number #363083. Provided info that case 00624113 in smax was updated. What date did over/under filling event occur? (All recent events occurred last week. However, it has happened randomly for some time now.). Do you have unused tubes that can be sent in to be investigated? (Yes). Do you have the number of occurrences over/under filling? (Recently, 3-4.). Do you have any of the lot and catalog numbers for these tubes? (Currently using bd ref# 363083; lot # 8187609.). What is your ¿order of draw¿ process? (.still wanting to confirm with staff). What type of needles are you using? (We use bd 21 and 22 gauge needles. Also use greiner 21, 23 and 25 gauge ¿butterfly¿ sets.). Were these specimens still sent off for testing? If so. (Specimens were rejected as we require full tubes for coagulation tests). Were there any erroneous results? (Specimens rejected). What were you testing for? (Pt/ptt). Do you have any patient identifiers? (N/a). What are the test reference ranges? (N/a). What are the patients reference ranges? (N/a). What were the patients results level? (N/a). What was your course of treatment change, if any? (N/a). Were the tubes under filling, over filling or both? If so (appears to be both.). Please indicate how many events for each specific type. (Recently, 3-4. Randomly prior to last week.). H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill and overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill and overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that customer had 3 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfill, while 3 underfilled. The consumer was uncertain if the event resulted from device malfunction or user error. As reported by the customer, received email from customer inquiring if new complaints for draw volume had surfaced since problem was corrected in (B)(6) 2018. She is experiencing over/under filling but also not sure if her staff may need training in obtaining this specimen. "Have there been any other complaints of na citrate tubes under filling or overfilling since the (B)(6) 2018 notice that the issue had been corrected (from the (B)(6) 2018 notice)? Our pol continues to see some issues with this phenomenon. I am unsure if we have a device problem or a technique problem. Please advise! Wondering if I need to address technique with more training/re-training or have as many na citrate tubes collected on patients as needed, before withdrawing needle, to obtain ideal fill. (B)(6). Per email rcvd from (B)(6), she indicted material number #363083. (B)(6) provided info that case (B)(4) in smax was updated. What date did over/under filling event occur? (All recent events occurred last week. However, it has happened randomly for some time now.) Do you have unused tubes that can be sent in to be investigated? (Yes). Do you have the number of occurrences over/under filling? (Recently, 3-4). Do you have any of the lot and catalog numbers for these tubes? (Currently using bd ref# 363083; lot # 8187609). What is your ¿order of draw¿ process? (Still wanting to confirm with staff). What type of needles are you using? (We use bd 21 and 22 gauge needles. Also use greiner 21, 23 and 25 gauge ¿butterfly¿ sets). Were these specimens still sent off for testing? If so: (specimens were rejected as we require full tubes for coagulation tests). Were there any erroneous results? (Specimens rejected). What were you testing for? (Pt/ptt). Do you have any patient identifiers? (N/a). What are the test reference ranges? (N/a). What are the patients reference ranges? (N/a). What were the patients results level? (N/a). What was your course of treatment change, if any? (N/a). Were the tubes under filling, over filling or both? If so (appears to be both). Please indicate how many events for each specific type. (Recently, 3-4. Randomly prior to last week)."